Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 4- lumen catheter with the proximal extension line severed at 2 cm from the juncture hub. The separated edges had striations which is characteristic of contact with a sharp instrument. A review of manufacturing records did not yield any relevant findings. The provided instructions contains a precaution not to use scissors to remove dressing in order to minimize the risk of cutting the catheter. Based on the sample and information provided, operational context caused or contributed to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the nurse was cleaning and flushing the catheter while in use, one of the lumens leaked then suddenly broke. The clamp was fortunately in place which in turn had the lumen closed. The catheter was replaced and a new one was used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.